Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact reported the customer experiences elevated blood glucose levels of 600 mg/dl after infusion set site changes. Additionally, the customer reports infusion set sites falling off. The contact declined troubleshooting and were unable to provide infusion set product information.